Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented to the clinic for a follow up. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed the device was in backup mode and episodes of post paced t-wave over-sensing. No sensing was also noted. The patient had no adverse events. The device was programmed back to normal function. The patient was stable throughout.